Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The vessel sealer extend (vse) was placed and driven on an in-house system. The instrument passed the recognition, engagement, cut and sealed as expected. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no failures reported in the logs. No product issue was identified. The probable root cause is attributed to the customer-induced problems, including misuse of the product and recognition issues.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend (vse) instrument was not sealing completely. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: sealing and cutting were being performed at the time of the incident. The instrument issue involved delayed sealing and inconsistent sealing/insufficient sealing. There were no errors when the vessel sealer issue occurred. At the time of the event, during the sealing sequence, there was an audible signal (continuous tone) while the pedal was pressed. There was tissue effect observed during the sealing cycle. Tissue was cut that was not fully sealed. The cut was made after ¿seal completed¿ tones were received for that seal attempt. There was no report of unexpected additional bleeding experienced by the patient. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was lagging from the beginning of the procedure.